Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the stomach tissue during a laparoscopic radical gastrectomy, the surgeon was able to press the green button but the reload could not be fired and handle could not be squeezed. They replaced the device and the reload to complete the case. There was no patient injury.

Manufacturer narrative:
Additional info: (catalog#, model#, expdate), lot#, UDI#), evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.